Event description:
It was reported that the 9800 system made a loud popping noise, shut down, then had an overload fault error message during a case. The 9800 system had to be removed, and the procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The candle sticks were cleaned and re-greased during the service call. The system was tested, and found to be working as intended, and put back into service.